Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low," cause was unknown. Customer consumed carbohydrates and glucose tablets to address the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.